Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens) for urge incontinence and urgency frequency. The patient stated that she is in a great deal of pain. She also stated that she has not been able to void. She has been experiencing a painful burning sensation in her bladder. The patient also stated that this was an issue prior to the procedure as well and she would urinate blood before the procedure. Patient stated that they are in pain today during phone call. (11/13/20). Patient also mentioned that their bladder is irritated especially when she touches her bladder. Patient mentioned pain a few times due to having surgery. The issue was not resolved at the time of the report.